Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. A review of the electrograms for the shock episode found noise indicative of air bubbles. The system was implanted a little over one month ago. The device sensing vector was set to the secondary vector. Technical services advised to reprogram the sensing vector to the primary setting. There were no additional adverse patient effects. The system remains implanted.